Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device error appearing. There was no reported patient involvement.

Manufacturer narrative:
The issue was further clarified as the customer was not able to perform opcheck as the battery was fully drained.